Event description:
The generator's internal data was obtained and reviewed. The date of the first reset was identified. The error code 6 had resolved spontaneously. No other relevant information has been received to date.

Event description:
It was reported that upon interrogation, error code 6 was seen. A subsequent diagnostic test was attempted that was unsuccessful. The device was then set to 0.25 ma and a diagnostic test was performed. No anomalies were reported. The patient was the set to their previously programmed settings (1.75ma) however could not tolerate them due to coughing it caused. The patient was reduced to 1.5ma. The design history records were reviewed for the m1000 generator. The generator passed final functional and quality specifications prior to release for distribution. The tablet data was sent in however has not been reviewed to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.